Manufacturer narrative:
Investigation results: aesculap ag did not receive a product for investigation. Therefore, investigation results are based on historical data analysis and batch history review. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. Conclusion/preventive measures: on basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication fo a material-, manufacturing- or design- related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary. Recall class 2 with the external reference number (B)(4) and internal number (B)(4) had been initiated 03/2021 and completed 04/2022.

Event description:
It was reported that there was an issue with the product no183z - as univation xf femur cemented f4 rm. According to the complaint description, there was postoperative loosening of implants. The initial knee arthroplasty was performed on (B)(6) 2020; and the revision on (B)(6) 2023. Additional information was not provided nor available. Additional information regarding the patient is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch-reports: 9610612-2024-00016 (internal aesculap ag ref. No. (B)(4). 9610612-2024-00017 (internal aesculap ag ref. No. (B)(4). Involved component: nl474/ univation f meniscal comp.(B)(4) - lot 52569652 (internal aesculap ag ref. No. (B)(4).